Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with capsular tear during surgery.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity related to the reported event. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. An internal investigation was opened due to the potential for green/yellow haze to develop on the surface of the surgical galvos mirrors over time. Per the service bulletin created under the internal investigation, the product was reworked to replace the component in question prior to installation at the customer site. The reported event is unrelated to a potential degradation of the surgical galvos, thus the internal investigation was determined to not be relevant to this investigation. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).